Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was around 300 mg/dl and then rose to 562 mg/dl. The customer reported treating their blood glucose with a manual injection and water. Customer also reported the serter was not releasing the infusion set properly, causing the cannula to bend. Customer also stated the cannula was not properly inserted, causing bleeding at site. The customer declined to return the insulin pump for analysis.